Manufacturer narrative:
Manufacturer's investigation conclusion: the low power hazard alarms were confirmed in the review of the submitted controller event log file. The system controller log file contained approximately 14 days of data, spanning from 14sep2019 05:37:55 to 20sep2019 09:23:11, per the timestamp. The fixed speed was set to 5,200 rpm and the low speed limit was set to 4,400 rpm. Pump power, flow, and pi ranged from 3.095-3.806 watts, 3.9-4.8 lpm, and 2.9-6.4, respectively. A power cable disconnect alarm was captured on 18sep2019 at 22:50:47. This alarm was accompanied by a low power hazard alarm. The rsoc levels dropped from the expected 12 volts to 2 volts in approximately 2 seconds. All alarms cleared on 18sep2019 at 22:50:50. Similar events occurred on 18sep2019 between 22:51:02 and 22:51:05, 22:51:23 and 22:51:26, and between 22:51:34 and 22:51:37. These four series of events appeared to be consistent with a loss of ac power while the controller was connected to an mpu. The controller's backup battery powered the pump during the power cable disconnect and low power hazard events. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. Per the vad coordinator, the patient¿s mpu has a v-lock connector and the wall outlet being used was defective. When the patient checked to make sure the mpu was plugged all the way into the outlet, the entire outlet fell out of the wall. At that point, the patient switched to batteries and moved the mpu to another outlet. The serial number of the mpu is unavailable. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 patient handbook document and the heartmate 3 instructions for use explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. The heartmate 3 lvas instructions for use and the heartmate 3 patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account reported the patient experienced low power events due to a brief power interruption to the mobile power unit (mpu). It is unknown if the power cord came loose from the ac wall outlet or the housing unit of the mpu. No further information was reported.